Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and a video of the sample was provided for evaluation. Visual inspection was performed on the video sample and a leak was noted at the junction between the tube and y-connector (clearlink). Visual inspection with the naked eye of the actual sample did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and flow of liquid was confirmed throughout the set with no issues. An underwater leak test was performed and bubbles between y-connector and tube were noted. Further visual inspection identified minimal traces of solvent observed between the tube and y-connector at the location of the leak. A dimensional analysis was performed on the tube and the y-connector and both components met product specifications. The reported condition was verified. The cause of the condition was due to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was leaking between the tubing and the screw connector (y-connector). This was noticed as 100 ml saline solution was passed through the set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.